Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. The customer also reported there is an issue with the touch screen not locking when it is suppose to. Customer declined troubleshooting with tandem technical support for this issue. There was no reported impact to customer's blood glucose level.